Event description:
Pump sparked when it was plugged in before use on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event.